Event description:
It is reported that approximately two years post-op pt's knee had became unstable. Revision surgery occurred in 2008.

Manufacturer narrative:
Evaluation summary: it is reported that the pt was revised 2 years post-op because the knee had become unstable. The pt is a male of large build and having medium activity level. As returned, the articular surface component shows wear and slight pitting on the articulating surfaces. Also, the part exhibits rotational striations and wear on the back side surface. The material is excessively deformed near the notch on the back surface. X-rays are not available for review. Laboratory examination confirmed that the materials is uhmwpe. Micrographs showing wear on the articulating surfaces indicate there was no indication of presence of foreign particles. Further, the manufacturing records show that the device was manufactured and packaged to specifications. The cause of the knee instability as noted could not be determined due to insufficient info, however, pt weight, activity level or improper placement and alignment of implants could be a contributing factor. Device history records indicate device manufactured to specification. The returned device meets specification where measurable in its current condition. Also, pitting was observed along both condyles. Scanning electron microscopy analysis did not detect any foreign particles. Energy dispersive spectroscopy analysis of the articulating surface showed a carbon (c) peak in the spectrum typical of uhmwpe.